Event description:
A customer reported a ¿ventilator service required¿ alarm attributed to a pressure sensor mismatch. The device has not been returned to the manufacturer; therefore, the reported malfunction has not been confirmed at this time. A follow-up report will be submitted upon completion of the manufacturer¿s investigation.